Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2014, and then experienced revision surgical procedure on (B)(6) 2023 approximately 8 years and 11 months after initial implant due to mechanical loosening of internal prosthetic joint. No images were provided. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitant 2887823 02-012-44-2011 logic tibia implant psc this device is used for treatments, not diagnosis. There is no other information available. Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. The reported femoral debonding may be due to failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and full product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.